Event description:
It was reported that (2) ax55g were used during a low anterior resection procedure. It was reported by rep that the surgeon stapled across the distal colon, transected the specimen and removed the stapler. Shortly after use the staple line was seen coming apart. Another stapler was opened and the process was repeated, but the staple line again came undone. A thick device was applied successfully. Tissue was believed to be fairly thick. Opened another device to complete the case. There was no consequence to the pt.